Manufacturer narrative:
(B)(4).

Event description:
Per additional information received, according to the reporter, the surgeon was left looking at a colostomy in the rectum where the anvil was sewn in place and there was no staple line. At the time, the patient was recovering, with an open abdomen, from severe sepsis due to c diff. He had previously undergone an emergent subtotal colectomy for the above condition. The anastomosis was a planned baker type: terminal ileum to rectum. With device failure the decision was made to resect the damaged ti and hand-sew the ileo-rectal anastomosis. No staples were deployed and the enterotomy and colostomy were made by the stapler without deploying the staples. The patient is now deceased from an unrelated cause. There was unanticipated tissue loss as a result of this problem. The surgical time was extended by more than 30 minutes.

Manufacturer narrative:
(B)(4).

Event description:
According to the reporter, when the doctor fired the device, the knife deployed but it did not fire any staple. She completed the case by doing a hand sewn ileo-rectal anastomosis. As of today, the patient is doing well according to the surgeon. The patient had c-dif prior to the case. Additional information has been requested but not yet received. The device was discarded and will not be returned for evaluation.